Event description:
(B)(6) clinical study. Same case as: 2134265-2012-03786. It was reported that during a coronary stenting treatment procedure the patient experienced an aneurysm. In (B)(6) 2010, the physician implanted 2 (4.0x24mm and 4.0x12mm) taxus stents in the mid right coronary artery (rca). In (B)(6) 2012, an aneurysmal dilatation (5-6mm diameter) was observed in the mid (rca) where it had been stented with the 4.0x24mm and 4.0x12mm taxus stents. There was no evidence of thrombosis or dissection. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).